Event description:
Ventilator alarmed and when checked noted to not be delivering pressure above approx 5cm h20. Ventilator checked numerous ways and would not operate properly. Volume limit ventilator re-examined, inspiratory flows, low peep and flows. Valves all changed but vent would not cycle despite pressing reset.